Event description:
The patient is an (B)(6) year old male weighing (B)(6) kg with a history of hypertension and cad who receives his dialysis treatment at the highland living center and is overseen by (B)(6) hospital. A suspected dialyzer reaction was reported to us on (B)(6) 2011, regarding an event which occurred on (B)(6) 2011. Approximately 9 minutes into treatment, the patient experienced a loc with a new onset of seizure activity lasting for a 5 minute period. Dialysis treatment was stopped and a 200cc bolus of normal saline was administered. An improvement was noted in the loc, however, the patient was transported to the hospital and admitted with a diagnosis of increased heart rate and loc. He was discharged in stable condition and now receives his dialysis treatment with the use of another brand of dialyzer and has had no further issues.

Manufacturer narrative:
(B)(6).